Manufacturer narrative:
Received five used a1134 transfer sets and two used partial a1134 transfer sets for inspection. A break was observed on each sample around the nanoclave t-connector or the adaptor connected to the nanoclave. The break areas were examined, and each was found to have plastic deformation with stress whitening on one side and one side being higher than the other. The reported complaint can be confirmed. The probable cause is due to an unintentional bending force during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that on, an unspecified date, a 99" (251 cm) appx 6.8 ml, transfer set w/check valve, nanoclave t-connector, anti-siphon valve, 0.2 micron filter, luer lock broke during patient use. The reporter stated that the parenteral nutrition (pn) tubing line broke while changing the syringe. It did not come into contact with the patient or healthcare provided and there was no chemo. It was stated that the line was changed and there was no chemo spill. The event occurred during patient use and no one was harmed as a result of the event. The event was noted during the changing of the syringe, to refill. There was no blood loss or bleed back. The filter was not replaced and therapy was not resumed. The saline was not replaced. There was no hole, cut, tears, or any defect noted before the breakage.